Manufacturer narrative:
Approximate age of device ¿ 3 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was on chronic suppressive antibiotic therapy for a driveline infection. The infection was positive for mrsi, stenotrophomonas and enterobacter. Reportedly, the patient was currently taking bactrim. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.